Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this physician contacted boston scientific's technical services (ts) in (B)(6) 2009 to report that he had been contacted by this patient's spouse. The spouse reported that the patient had experienced a syncopal episode and the physician asked technical services to view the pii (patient initiated interrogation). Technical services reviewed the information from the latitude transmission in (B)(6) 2009. The device was programmed to a single zone with a rate cut-off of 185 bpm. There were no stored tachycardia episodes in the device's memory. The presenting electrogram showed tracking of the atrial sense with biventricular pacing. There was no atrial fibrillation present. Technical services and the physician discussed that all appeared normal following review of the latitude transmission. Subsequently, boston scientific received information that this device was electively explanted in (B)(6) 2012 due to device upgrade. The device was received at boston scientific's return products department.